Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: keypad is intact, no peeling or damage observed. All of the keys on the keypad are unresponsive to user input. Removed keypad to investigate; contamination was present under all the key contacts. Unrelated to this complaint, the pump booted with pinkish contrast faded display screen. Pump cover removed to replace screen; pump booted to normal contrast with replacement screen. Moisture was present in pump.

Event description:
Per distributor, the pump keypad was unresponsive. No additional information is available.